Event description:
I have been using the freestyle libre 3 sensor system for the last year, I have had multiple dates where the sensor has not registered the correct blood sugar level, either too high and it is not, or too low and it is not. I have also had countless times where the app for the sensor just read sensor error when it was installed correctly on the back of my arm. Most of those sensors where discarded, I have a couple left. Basically, every sensor I have had, has had issues including when installed on the back of my arm it bleeds all over the place under the sensor. There are multiple dates and times these have occurred. I did not think to document everything.